Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2023, the user experienced an accident at school when an object fell from a shelf and hit the area of their left implant. No additional injuries were reported, but the user immediately noticed a change in hearing with the device compared to before. As a result, the clinic has decided to schedule a revision surgery on (B)(6) 2023.

Event description:
On (B)(6) 2023, the user experienced an accident at school when an object fell from a shelf and hit the area of their left implant. No additional injuries were reported, but the user immediately noticed a change in hearing with the device compared to before. The user was reimplanted on (B)(6) 2024

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.